Manufacturer narrative:
Patient ID: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, at the start of a case it was noticed that a trocar with handle was broken. Reported there were no fragments generated. No additional surgical intervention or x-rays were needed. It is unknown if there was surgical delay. Procedure was successfully completed and patient outcome was reported as fine. This report is for a trocar with handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 03.120.015, lot: 3775474 , manufacturing site: hägendorf , release to warehouse date: 09 september 2011 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Flow: broken . Visual inspection: the device was received with no visual evidence of the device being broken and/or damaged. The device is in good condition with minimal signs of wear. The received condition does not agree with the complaint description and therefore is unconfirmed. Investigation conclusion: no root cause could be determined as there is no indication the device is broken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: a trocar with handle was found broken during the procedure on (B)(6) 2018; however it is unknown when the device broke; as such date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.